Event description:
Information received by medtronic indicated that the insulin pump keypad anomaly. Customer stated that the select button had delayed response. Customer stated that the insulin pump was exposed to moisture. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device not received stuck in manufacturing mode. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No frozen screen anomalies or navigation with pump anomalies noted during testing; time advanced properly. All buttons function properly and j1 connector on electronic assembly board 1 was not unlocked, however moisture damage to keypad traces noted during visual inspection. Programmed multiple boluses and monitored; device uploaded properly using carelink. All bolus deliveries were shown properly in carelink and in the daily history screen. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeling end cap address label, corrosion in battery tube and cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.